Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure device removal") in a 40 year-old female patient who had essure inserted (lot no. A63344) for female sterilisation. The patient had a medical history of pelvic pain female, mood swings, menorrhagia, alcohol use, smoker, depressive disorder, back pain and anxiety. Previously administered products included: depo provera. The patient had a family history of depression and cancer. Concurrent conditions were listed as back pain, pelvic pain female and menorrhagia. Concomitant products included paroxetine, omeprazole, medroxyprogesterone and baclofen. In 2013, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required) by surgery (robotic assisted hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: there are bilateral essure devices [pathology test] on (B)(6) 2023: pathologic diagnosis: a. Cervical biopsy - transitional ecto/endocervical mucosa with low grade squamous intraepithelial lesion (cin-1/lsil) -background chronic cervicitis. B. Endocervical curetting: -detached, small fragments of squamous epithelium with hpv related koilocytic atypia -fragments of endocervical mucosa with squamous metaplasia and acute/chronic cervicitis. C. Endometrial biopsy: -polypoid, superficial fragments and strips of disintegrated, nonfunctioning/ inactive endometrial mucosa/epithelium admixed with blood -rare, separate fragment(s) of squamous mucosa with low grade squamous intraepithelial lesion (cin- 1/lsil) specimen: uterus w/bilateral fallopian tubes, uterus, cerivix, bilateral tubes pathologic diagnosis: uterus, cervix, bilateral tubes; hysterectomy and bilateral salpingectomy: -uterus showing partially denuded endometrial mucosa (weight, 65 g) -cervical tissue with foci of mild squamous dysplasia (cin 1) -adenomyosis -bilateral fimbriated fallopian tubes with no pathologic change [ultrasound scan] on (B)(6) 2023: findings: there is color doppler flow to the ovaries. Bilateral essure device is seen. Impression: 1. Endometrial stripe measures 4 mm in thickness. No uterine mass. 2. Essure devices are seen. Lot number: a63344, manufacture date:2013-10, and expiration date: 2015-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-nov-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure device removal") in a 40 year-old female patient who had essure inserted (lot no. A63344) for female sterilisation. The patient had a medical history of pelvic pain female, mood swings, menorrhagia, alcohol use, smoker, depressive disorder, back pain and anxiety. Previously administered products included: depo provera. The patient had a family history of depression and cancer. Concurrent conditions were listed as back pain, pelvic pain female and menorrhagia. Concomitant products included paroxetine, omeprazole, medroxyprogesterone and baclofen. In 2013, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: there are bilateral essure devices [pathology test] on (B)(6) 2023: pathologic diagnosis: a. Cervical biopsy transitional ecto/endocervical mucosa with low grade squamous intraepithelial lesion (cin-1/lsil) background chronic cervicitis b. Endocervical curetting: detached, small fragments of squamous epithelium with hpv related koilocytic atypia fragments of endocervical mucosa with squamous metaplasia and acute/chronic cervicitis c. Endometrial biopsy: polypoid, superficial fragments and strips of disintegrated, nonfunctioning/ inactive endometrial mucosa/epithelium admixed with blood rare, separate fragment(s) of squamous mucosa with low grade squamous intraepithelial lesion (cin- 1/lsil) specimen: uterus w/bilateral fallopian tubes, uterus, cerivix, bilateral tubes pathologic diagnosis: uterus, cervix, bilateral tubes; hysterectomy and bilateral salpingectomy: uterus showing partially denuded endometrial mucosa (weight, 65 g) cervical tissue with foci of mild squamous dysplasia (cin 1) adenomyosis bilateral fimbriated fallopian tubes with no pathologic change [ultrasound scan] on (B)(6) 2023: findings: there is color doppler flow to the ovaries. Bilateral essure device is seen. Impression: 1. Endometrial stripe measures 4 mm in thickness. No uterine mass. 2. Essure devices are seen. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report